Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/chamber. The patient also alleged headache. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging alleging visualization of particles in tubing/chamber/airway related to a CPAP device's sound abatement foam. Patient alleged headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External and internal inspection observed the following: unknown dust-like contamination around the outside and the inside of the air outlet port. Slight brown and black marks on the outside of the device. Filter was dirty with gray contamination. Pca (printed circuit assembly) had an unknown white substance on it near c164, most likely a from a cleaning residue. Slight dust-like contamination on top of the blower box lid and the power supply shield. Slight brown, white and black contamination, inconsistent with degraded sound abatement foam, in the bottom of the blower box. Also, there were a few tiny black fibers/hairs in the bottom of the blower box.. Light black dust-like marks on the inside of the bottom enclosure near the air inlet of the bottom enclosure. Two pieces of unknown black contamination, inconsistent with degraded sound abatement foam, in the bottom of the blower box. Foam integrity test tool (fitt) was used to probe the sound abatement foam, that was reachable, and was not able to confirm the presence of degraded sound abatement foam. Visually, the sound abatement foam looked intact. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Investigation was not able to confirm the presence of degraded sound abatement foam.